Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension, uterine leiomyoma and morbid obesity. Concomitant products included hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, heavy menstrual bleeding ("menorrhagia/ (heavy menstrual bleeding)"), blood loss anaemia ("heavy menstrual bleeding,anemia"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, blood loss anaemia, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown and the heavy menstrual bleeding, back pain and dysmenorrhoea had resolved. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, headache, heavy menstrual bleeding, hormone level abnormal and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension, uterine leiomyoma and morbid obesity. Concomitant products included hydrochlorothiazide. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, heavy menstrual bleeding ("menorrhagia/ (heavy menstrual bleeding)"), blood loss anaemia ("heavy menstrual bleeding,anemia"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, blood loss anaemia, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown and the heavy menstrual bleeding, back pain and dysmenorrhoea had resolved. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, headache, heavy menstrual bleeding, hormone level abnormal and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension. Concomitant products included hydrochlorothiazide. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, menorrhagia ("menorrhagia/ (heavy menstrual bleeding)"), blood loss anaemia ("heavy menstrual bleeding,anemia"), back pain ("back pain"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, blood loss anaemia, hormone level abnormal, headache and vaginal haemorrhage outcome was unknown and the menorrhagia, back pain and dysmenorrhoea had resolved. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received event "abnormal bleeding (vaginal)" was added. Outcome of event " pain, cramping, heavy bleeding" were updated as recovered. Medical history, lab data and concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), menorrhagia ('menorrhagia/ (heavy menstrual bleeding)') and blood loss anaemia ('heavy menstrual bleeding,anemia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), back pain ("back pain"), headache ("headaches") and dysmenorrhoea ("dysmenorrhoea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, blood loss anaemia, hormone level abnormal, back pain, headache and dysmenorrhoea outcome was unknown. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fallopian tube perforation, headache, hormone level abnormal and menorrhagia to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Events: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, perforation: fallopian tubes, hormonal changes, headaches, essure confirmation test(s) conducted, specify: no were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.